Event description:
It is reported that the device was implanted in 1996. The pt is currently at stage four osteolysis fracture. Revision surgery is pending.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when out investigation is complete.